Event description:
New information received noted that the patient presented for a follow-up in clinic. The programmer software was updated to current version to address the issue. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardiac monitor that displayed error message. No intervention was performed. Patient status was not known.